Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed with a battery out limit and an unexpected restart. Her blood glucose at the time of incident is unknown. The customer had never seen these alarms in her five years of using an insulin pump. The customer was assisted with clearing the alarms and did not want further assistance afterwards. No products were shipped or returned.